Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose readings. The customer's blood glucose reading was 607 mg/dl. Customer treated with food and the insulin pump. The customer performed troubleshooting and did not find any issues. The customer was sent a tubing clamp and called back two days later to perform the high pressure test; the test passed. The customer's blood glucose reading during the call was 200 mg/dl. The customer was advised to change their entire set and call back if problems recurred. Nothing was replaced or returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.